Event description:
It was reported that device is heating up and has low torque during a case. It was noticed at service floor that device is leaking fluid. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. It was determined that the device would not operate correctly as the e-box required replacement and components were affected by corrosion. This would cause the device to not work properly and possibly cause heat as described in the risk document. The device was also received with oil on it. A sample was taken and placed in retention. The affected components were replaced. The device passed all final inspection activities prior to return to the customer.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that device is heating up and has low torque during a case. It was noticed at service floor that device is leaking fluid. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.